Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. The patient had been lost to follow up. Boston scientific technical services (ts) discussed device replacement. No adverse patient effects were reported. At this time, the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that it was determined that this device had been explanted and replaced with another manufacturer's device. The explant date is unknown. No adverse patient effects were reported.